Event description:
Information received from the field notes that the patient was admitted with a heart rate of 36 bpm. No pacing spikes were visible on an ECG and attempts to interrogate the device with three different programmers were not successful. The patient recovered and her heart rate returned to sinus at 65 bpm. Due to the patient's frail condition, the device will not be explanted.